Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was due to the electrode belt ECG "c&d" cables being broken at the distribution node (dn) connector, damaging all wires within the cable. The belt did not pass essential performance testing. The root cause for broken cables was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.